Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument had a damaged black conductor wire.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the primary failure of could not reproduce to be related to the customer reported complaint. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument did not have any broken conductor wire. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was found to have a frayed cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively inside the patient. The customer noticed the issue before cauterizing. There was no arcing observed. No fragments fell inside the patient. Backup instrument was used. The instrument was inspected prior to use. No damage noticed out of the ordinary. There were no problems removing the instrument from the cannula. The instrument is returned.